Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was seen by physician (B)(6) 2016 with dyspnea and dysphagia due to acute decompensated heart failure. The hf sensor pressure was observed low compared to the physical exam which suggested volume overloaded. The patient¿ hf sensor was recalibrated on (B)(6) 2016. His pulmonary capillary wedge pressure (pcwp) was observed high. In turn, the patient was hospitalized for diuresis and evaluation of dysphagia. The patient received intravenous lasix and was under observation. The patient was discharged on (B)(6) 2016 with adjusted dose of diuretic (bumetanide). Upper gi endoscopy (egd) was negative for dysphagia and the patient will follow up with the physician. It was noted the patient is a clinical study patient and the issue may possibly related to the device.